Event description:
Related manufacturing reference number: 2017865-2023-37181 it was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes, and there was also some noise noted on the right ventricular (rv) lead. The patient was asymptomatic. Isometric testing performed only reproduced noise on ra lead, so only the atrial sensitivity was reprogrammed. The patient was stable throughout the intervention.